Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose in the 300, 400 and 500 mg/dl range since (B)(6) 2016. The drive support cap is recessed. The customer declined to check for leaks, air bubbles or the settings. Insulin was not expired but he found the cannula was slightly bent. The high pressure test was not performed. Customer was advised to change the entire infusion set and reservoir.